Event description:
A family member reported that the down arrow and ok keypad button have not been responding properly for the past week. She stated that the patient wears the pump in a case attached to his belt, and denied cleaning the pump with anything.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation confirmed that the ok and down arrow keypad buttons are intermittently responsive. The buttons do not click and spring back normally. There was evidence of keypad adhesive found under all key contacts.